Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulty crossing the lesion was reported resulting in stent damage. The returned product analysis confirmed that there was stent damage. The lesion was located in the circumflex artery. It was reported to be an "extremely difficult case". The lesion was predilated with an unknown size balloon. The taxus express2 2.5x8mm drug eluting stent would not cross the lesion. A 2.5x9mm zipper stent would not cross either. The physician did not attempt to implant anything else. No information was provided about how the procedure was completed or about patient complications/condition.